Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate blood collection tube hemolysis appeared in the tubes. This event occurred 25 times. The following information was provided by the initial reporter. The customer stated: when the client was doing physical examination items, the same patient had no abnormalities in biochemical and immune items, but hemolysis appeared in gray tubes.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for hemolysis was observed. (B)(4) retention samples from bd inventory were visually inspected with no issues identified. Complaints for sample quality are under statistical control for the month of june 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for hemolysis based on the photo provided. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter facility name: (B)(6).

Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate blood collection tube hemolysis appeared in the tubes. This event occurred 25 times. The following information was provided by the initial reporter. The customer stated: when the client was doing physical examination items, the same patient had no abnormalities in biochemical and immune items, but hemolysis appeared in gray tubes.